Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it reportedly exhibited helix extension issues due to fracture. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it reportedly exhibited helix extension issues due to fracture. The maximum number of recommended rotations for this lead was exceeded. This lead was successfully replaced. No adverse patient effects.